Event description:
The patient contacted baxter's technical service center regarding air in the line, which occurred on the homechoice during use during drain 3 of 4. The patient stated that with 49 minutes left in dwell 3 of 4, they had to leave the house for something so the patient disconnected. The patient stated when they came back and reconnected, they could not get the drain started. The baxter technical service representative (tsr) had the patient check the lines for kinks, clamps, and fibrin. The patient had trouble checking the lines. The patient stated they had twisted the lines and were not able to trace the line to tell which line it was. The patient then stated they saw gaps in another line, stating there was fluid and then a space. The tsr explained to the patient that the set was compromised and they would have to end therapy. The tsr told the patient to call the registered nurse and explain to the nurse that they ended therapy early and to ask the nurse for advice on how to proceed. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the patient on (B)(6) 2011 regarding the reported event. The patient stated they did not remember what happened in regards to this report. The patient was continuing therapy on the cycler. There was no patient injury or medical intervention reported. No further information was provided.

Manufacturer narrative:
(B)(4). This report for air in tubing without an alarm was confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was use error. The label review found the patient at home guide to be adequate for the use error in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. Should additional information become available, a follow-up report will be filed.